Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing an all set home function. Fse found the pulse motor was failing and resolved error 4151 by replacing the cup transfer z-axis motor, when attempting to perform a quality control (qc) run, error 4153 occurred. While troubleshooting, fse replaced a cup transfer flat cable and a driver board, but error 4153 was not resolved. Fse then replaced the cup transfer y-axis pulse motor which resolved the error. Fse performed cup transfer test run without error, ran sample and qc runs, all passed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. (B)(4). The aia-900 operator's manual under section 12: flags and error messages the following: [4151] c. Trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. [4153] c. Trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to failure of the cup trans z-axis stepper motor and cup trans y-axis pulse motor.

Event description:
A customer reported getting error message "4151 c trans-z home detect" on the aia-900 analyzer. The customer attempted system reboot but error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The cup transfer z-axis stepper motor, cup transfer y-axis pulse motor, cup transfer flat cable and a driver board was returned to tosoh instrument service center for investigation. Functional testing was performed on each of the returned parts and confirmed the reported 4151 c trans-z home detect was due to failure of the cup trans z-axis stepper motor. The other three parts passed functional testing. The most probable cause of the reported event is due to failure of the cup trans z-axis stepper motor.